Manufacturer narrative:
The field service activity (fsa) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). During the fsa, the fse found the console would not connect or display system information. The common compute controller (ccc) was bricked. The fse replaced the ccc to resolve the issue found during the pm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The fsa findings were confirmed based on failure analysis.

Event description:
It was reported that during a field service activity, the console would not connect or display system information. The common compute controller (ccc) was bricked. There was no report of patient involvement.